Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleared, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow-up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Medwatch report explained that the physician was using a stryker core drill with a codman perforator to drill a bur hole in a patient's skull. The bur is supposed to stop immediately after breaking through the skull. In this particular instance, the bur did not stop, but instead went through the dura. The bur was removed.